Event description:
It was reported the device reached end of life after three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.812 to 2.628 volts between (B)(6) 2012 is before device recommended replacement time less than equal to 2.6251 volt. The device met 79% of expected longevity with battery at 97% on the depletion curve. Projects to 82% longveity.. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.